Event description:
A 16mm amplatzer septal occluder (aso) was successfully implanted but when the case was over the aso was noted to have embolized to the ascending aorta. The aso was snared and pulled down through the right femoral groin. The femoral artery was then repaired by the vascular surgeon. Another aso was not implanted.

Manufacturer narrative:
(B)(4). Sjm could not evaluate the aso involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.the cause for the embolization remains unknown.